Event description:
It was reported that an ilet user experienced dexcom g7 pairing failures to the pump, which triggered a ¿dosing stopped¿ alert and loss of cgm data to the ilet while readings continued on the dexcom app; troubleshooting included multiple pairing attempts, code re-entry, sensor toggling between g6 and g7, and ultimately placement of a new g7 sensor, with documented issues of expired bg run and g7 pairing failure. Symptoms included hyperglycemia with a reported blood glucose of 309 mg/dl. Outcomes included interruption of automated dosing and need for repeated cgm re-pairing and sensor replacement. Investigation included review of device alerts, user-guided re-pairing procedures, and verification of pairing codes. Investigation of this case revealed a communication and pairing failure between the dexcom g7 cgm and the ilet pump consistent with known integration and connectivity issues, with the device ceasing automated insulin dosing when cgm data were unavailable. It was concluded, based on previously established findings for similar reports, that the cause was a cgm-to-pump pairing failure resulting in loss of glucose data to the ilet and consequent dosing suspension.